Event description:
It was reported that during an implant procedure after the ventricular lead was placed the pin was not in line with the lead body. The pin had an angle of 20-30 degrees. Noise was noted on the egm. The physician decided to leave the lead in place since the measurements were good. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.